Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer experienced thirst and treated their high blood glucose via manual syringe. Customer had a scratch on the display screen which slight obstructed there view of the numbers in the bolus history. Customer advised they had issues with the insertion of the infusion set and that it continued to come out. Customer was advised a tubing clamp would be sent out in order to perform the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.